Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. A diabetes educator named (B)(6) called in with the customer and stated he thinks that the insulin pump is not delivering because he has more insulin left over than he should and the blood glucose reading has been high. The customer stated he was previously hospitalized on (B)(6) 2017 for high blood glucose level and ketoacidosis. The customer at that time was treated with insulin through an IV. The customer was wearing the insulin pump at the time of the hospitalization. The customer was assisted through troubleshooting for the insulin pump. The insulin pump had no issues. The customer was advised that if there were any concerns that their insulin pump may not have detected an occlusion that the alarm can be tested with a tubing clamp. The customer stated he was ok with continuing to use the insulin pump and did not want it replaced. The product was not returned for analysis.